Event description:
The patient reported that they could not adjust their stimulator with either of their programmers. It was noted that they did replace the batteries. Thy were getting the 9-volt batteries and they did not feel stimulation. The last time they felt stimulation was in (B)(6) 2015. It was also stated that one site was sore and swollen and that home nurse directed them to get it checked by their health care professional (hcp). The last month they had a complete shoulder replacement. The patient relocated and was going to call an health care professional (hcp) on (B)(6) 2016 to see if they would be their managing physician and schedule an appointment to have the swollen site medically assessed and make arrangements for devices to be checked. The site was in the right lower quadrant. The changes in therapy and symptoms were noted to be gradual. They noticed they could not adjust stimulation using the programmers in (B)(6) 2016, the last time stimulation was felt was in (B)(6) 2015, the last time devices were checked was a couple months before (B)(6) 2015, the soreness at site was in (B)(6) 2016, and the swelling at the site was about a week ago or so in (B)(6) 2016. Other relevant medical history includes post laminectomy pain and cervical/neck.

Event description:
See related report: 3004209178-2016-08456

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.